Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2017 with the following findings: during investigation, the rewind, load and prime steps were performed successfully with no alarms. A prime issue was not duplicated during investigation. There was one loss of prime warning observed in the black box with a low non zero force. The force calibration passed within specification. The pump was exercised for 24 hours with no alarms or prime issue occurring. The ok button was over responsive and all other keys responded properly. There was no physical damage to the keypad. The keypad was removed and there was a crack found in the dome contact. The battery compartment was found to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.